Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that a device-related thrombus (drt) was on the disc's backside, and it was less than 5mm in size. There was no infiltration or pleural accumulation. The unchanged drt was still seen on the disc. Patient states that they are unable to take anticoagulation due to history of hematuria. Later on, a second CT scan was performed, and the same result was obtained. The patient only takes 75mg aspirin daily. The patient status was stable. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report # mw5120015 received that states "cannot take oak." Documented years back. Atrial fibrillation. Vasc score 2 before laao (B)(6) 2022 in (B) (6). Drt detected post procedure 101 days with the abbott amplatzer amulet device. Now at high risk for adverse events. No information whatsoever of drt before laao, though data on thrombus characteristics, treatment strategies, and clinical outcomes from the euroc-drt-registry were published only a year before procedure. Operator part of publication. (Ref circ cardiovasc interv. (Circulation cardiovascular interventions) 2021;14:e10195). Second CT scanning performed 23-03-2023 +195 days. Same result. Now on 75 mg asa. Slight spots now and then. Do not agree on hospital risk assessment. From hospital case closed. It was reported that on (B)(6) 2022, an unknown size amplatzer amulet left atrial appendage occluder was successfully implanted during a left atrial appendage occlusion (laao) for atrial fibrillation (af). After 101 days, post procedure a device related thrombus (drt) was found. There was no information about the thrombus before the laao. On (B)(6) 2023, second computed tomography (CT) scanning was performed, same result was obtained.